Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely and was unable to monitor their glucose level. The customer indicated that due to this issue, they experienced a loss of consciousness and was transported to a hospital by ambulance. Customer was treated with infusions, glucose via IV, "gabapentin, vein expander simvastatin cholesterol-lowering agent, pantoprazole, metoprolol, novalimsu". There was no report of death or permanent injury associated with this event.